Manufacturer narrative:
This follow-up MDR is created to document the corrected device code (h6) and evaluation of the returned device. A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation in the pump bulb between the first and second rib. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the detached inlet tube with connector. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump bulb indicates that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no abnormalities were noted with material or during production. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, only the pump was exchanged due to failure in pump. There was separation in the pump bulb.